Event description:
The pump was reportedly brought to biomed from clinical use with the pole clamp missing from the unit. It is not known how pole clamp detached from unit. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.